Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A review of received medical records revealed that a patient was admitted to a hospital on (B)(6) 2014, due to abdominal pain. The patient was diagnosed with spontaneous bacterial peritonitis. The patient's dialysis nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. While admitted, the patient received an unknown dose and frequency of aztreonam intravenous route, and an unknown dose and frequency of vancomycin intraperitoneal route. On (B)(6) 2014, the patient had his peritoneal dialysis catheter removed, a hemodialysis permacath placed, and the patient's treatment modality wa changed from peritoneal dialysis to hemodialysis. The patient's modality was changed due to the fact that the patient's anatomy leading to the occurrence of omental wrapping and peritonitis did not make him a candidate to continue peritoneal dialysis. As of (B)(6) 2014, the patient continues hemodialysis therapy without further issues, the patient's complaint of abdominal pains and signs and symptoms of peritonitis have resolved.